Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6: health effect, clinical code: e0903 hearing impairment.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2023. On (B)(6) 2023, the cgm was displaying 198 mg/dl. The patient took insulin, based on the cgm reading. Some time later, the patient stated, she was watching tv and she started to lose her hearing and eye sight. She could not move, and fainted. A family member provided her with honey and the patient came to. It was reported, that the patient's bg meter reading, during the event was 40 mg/dl. It was not reported, when the bg value was checked. It is unknown, what the cgm was displaying when the bg of 40 mg/dl was taken. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values, during the reported sensor session or the calibrations, during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.